Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have many problems with sensor. Customer states that she has lost a lot of weight and also had fat removed from her stomach and was not sure of accurate area to put sensor. Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 54 and blood glucose was 118 mg/dl. Customer's blood glucose at the time of call was 69 mg/dl. Customer also reports of having trouble with sensor sticking due to thin skin caused by edema. Customer was advised to contact healthcare professional due to her special situation. While on call, customer reports of breaking belt clip. Belt clip would be replaced. No further information provided.